Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under both breasts and on her back due to the garment rubbing. The area was described as red and "on the verge of breaking". The patient's doctor recommended placing a thin material between the irritation and the device. During a follow up, the patient indicated that he placed a padded gauze along the edge of the garment to keep it from rubbing and that the gauze had helped to improve the skin irritation.